Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the external devices read end of service message. As a result, further device assessment is pending to address the issue and physician notified of the issue.

Event description:
Additional information received, identified that scs ipg reached end of life. As such, surgical intervention was undertaken wherein the ipg was explanted and replaced on (B)(6) 2019. Reportedly, therapy was restored post-operatively.